Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported that the patient had his first refill today after implant and they were expecting 6 ml but they were not able to get back any medication. They had tried multiple times. They got what they thought was some serous fluid that they attributed to them attempting to access it multiple times. They confirmed they were in the pump and that there were no issues from the implant with volumes and programming. They were planning to try and fill the pump with 20 ml (1250 units per day; 1250 hep/saline/ml) to see if they could, so once they received the saline/heparin, they were going to attempt the pump refill. Additional information was received after the refill at which time it was reported that they weren't able to see spontaneous refill when the clamp was opened; they then pushed the fluid in; and partially aspirated at least once to ensure they were in the pump and they were able to get all of the 20 ml¿s into the pump. They were planning to bring the patient back on (B)(6) 2021 to check for another volume discrepancy at that time.